Event description:
It was reported that during a procedure, there was excessive air leakage due to the seal assembly. They continued to use the trocar. Per the surgeon, the leakage was a nuisance but they like the trocar. The procedure was completed without impact to the patient. The trocar was discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: the complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted. No verifiable lot or batch information was provided; therefore a batch and lot review was not completed. File will be reopened upon additional information/device receipt. File reviewed and closed.